Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on 25 march 2025.

Event description:
It was reported that the transmitter start button was unresponsive. Troubleshooting was performed but the start button was still unresponsive. Burnt contact was noted.

Manufacturer narrative:
The reported event of burnt contact was not confirmed, while the reported event of an unresponsive transmitter was confirmed. Visual inspection revealed minor cosmetic damage to the outer plastic housing of the transmitter where the brace was missing. A roach/bug infestation was also noted in and around the unit. The speaker was also detached from the inside of the front housing. There was no damage to the ac power adapter or the green contact strips when the plug adapter was removed. The unit was plugged into the working ac power outlet and powered on successfully. An led anomaly presented with the power led, 5th led, and the stars icon failing to turn on throughout troubleshooting. After a couple of minutes, all the leds and icons turned off and the transmitter became completely unresponsive. Unable to continue testing or perform the delete data process due to overall hardware failure. Upon further inspection, there was no damage to the main pcb of the transmitter and the main pcb of the ac power adapter.